Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2316-50 serial #: (B)(4), description: infinion 1x16 perc lead kit-50 cm, model#: sc-3400-30, serial #: (B)(4), description: infinion splitter 2x8 kit (30 cm), model#: sc-4316, lot #: 15208106, description: next generation anchor kit-sterile. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the stimulator would irritate the patient. The patient underwent an explant procedure.